Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2021. Medwatch report # mw5100569. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv was occluded. The following information was provided by the initial reporter: material no.: 20039e batch no.: 20125663. It was reported the extension set would not allow the rn to pull back blood with a syringe nor flush with a 10cc irrigation syringe.

Event description:
It was reported that smallbore 6 inch ext vlv was occluded. The following information was provided by the initial reporter: material no.: 20039e batch no.: 20125663. It was reported the extension set would not allow the rn to pull back blood with a syringe nor flush with a 10cc irrigation syringe.

Manufacturer narrative:
H6: investigation summary: one sample (model #20039e) was returned by the customer. It was reported the extension set would not allow the rn to pull back blood with a syringe nor flush with a 10cc irrigation syringe. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and that sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20125663 was performed. The search showed that a total of 21,603 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.